Event description:
The patient reported that a skin irritation causing scar tissue occurred while wearing the pod between 4 and 24 hours on their arm. The patient mentioned the scar tissue is due to wearing the pod and also suspects some scarring was already on their body. Additionally, the patient mentioned their blood glucose levels reached 350 mg/dl despite insulin delivery and believes this is due to applying the pod to an area with scar tissue. The patient used insulin pens as back up until a new pod was applied. The adhesive was confirmed secure and no mention of leaking or smell of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.